Event description:
There is concern that the pump mechanism caused hemolysis of red blood cells, leading to hemoglobinuria. A male child with diamond blackfan anemia received 215 ml of cross-match compatible red blood cells (rbcs) infused through the hospira symbiq infusion pump following normal infusion guidelines. The rate of blood flow was 15ml/hr for the first 15 minutes, then 65ml/hr for 15 minutes. The remaining rate is not known. Normal saline was co-administered at 12ml/hr. The blood was not warmed. The patient had a peripheral IV with a 22 gauge needle and a negative antibody screen. The infusion was completed at 13:10. Red colored urine was noted approximately 20 minutes later. Vital signs remained stable with a slight increase in blood pressure and decrease in pulse. The patient otherwise asymptomatic. A transfusion reaction was initiated. Clerical check was okay with no visible hemolysis and a negative direct antiglobulin test. Labs performed showed an appropriate incremental increase in hct/hb, urinalysis with 3+ blood on dipstick with 0-3 rbcs on microscopic exam, total bilirubin of 1.6 mg/dl (up from pre-transfusion of < 0.5 mg/dl), an ldh of 364 units/l and a haptoglobin of < 8 mg/dl. Patient was admitted and observed overnight. Symptoms resolved without further complication. Follow-up urinalysis revealed clear urine negative for blood.